Event description:
The customer reported ongoing intermittent occlusion alarms, which led to high blood glucose levels to display as "high, a specific value was not provided. The customer managed the high blood glucose by administering correction injections. A systems check with tandem technical support verified the pump was functioning as intended, however, a replacement pump was sent to the customer. Tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.